Manufacturer narrative:
B1: add: both (remove product problem) b2: add: hospitalization, required intervention to prevent permanent damage or impairment. B3: event date: add (B)(6) 2021 (remove asku). B5: correct to add to description of event (omitted on initial): a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain, fever, and cloudy effluent. The cause of the breach in aseptic technique was due to a disconnection of the titanium adapter at the ¿connection point between intermediate drain and titanium connector¿. It was further stated that the patient then reconnected. On the same day as the peritonitis onset, the patient was hospitalized for the event. One day later, treatment was initialed with biofazolin (2 grams per 2 liters solution every 8 hours) and ceftazidime (2 grams per 2 liters solution every 8 hours) ip (intraperitoneally) for peritonitis. Six (6) days after being admitted, the patient was discharged from the hospital and three (3) days later, treatment with biofazolin was stopped. At the time of this report, the patient was recovering from the peritonitis. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. (Remove the following from b5): it was reported that there was a connection issue between a titanium adapter and an unspecified transfer set; further described as the disconnection occurred at the ¿connection point between intermediate drain and titanium connector¿. There was no patient injury or medical intervention associated with this event.) B6: correct to add relevant test/laboratory data omitted on initial (remove ni). B7: correct to add other relevant history omitted on initial (remove ni). H1: add: serrious injury (remove malfunction). F10: add: health effect clinical codes omitted on initial (remove e2403). F10: add: health effect impact code omitted on initial (remove f26). F10: add: additional medical device problem code. H6: add: investigation conclusion codes (remove d15) . H10: add: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a titanium adapter and an unspecified transfer set; further described as the disconnection occurred at the ¿connection point between intermediate drain and titanium connector¿. The patient was connected at the time of the event. This was identified during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event.